Manufacturer narrative:
Corrected data: h6 - device code a0411 was corrected to a0414 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was improperly loaded which resulted in damage to the delivery catheter system (dcs) while the valve was inside. Material protrusion was visible in the delivery catheter system (dcs). The issue was noticed on the back table, prior to insertion of the system into the patient. A new valve and delivery catheter system (dcs) were used to prevent injury to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 ((B)(6)); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - device code a0413 was erroneously submitted on the previous regulatory report. The device code is no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the location of the protrusion was proximal to the nose cone on the delivery catheter system (dcs) capsule. It was reported that the valve loader did not properly load the valve. The valve was reloaded as the strut was bent and not noticed. Difficulty was reported as the valve was being compressed and that was when the protrusion was observed and a misload was reported. It was reported that a bent strut caused a tear in the dcs capsule. Of note, the valve loader was experienced.